Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Thrombosis and hematoma are known adverse events listed in the intera 3000 hepatic artery infusion pump IFU and label.

Event description:
Intera oncology received a complaint report from a physician, in which they noted the patient completed 4 cycles of floxuridine and was tolerating well. However, cycle 5 was held due to 3 times increase in alkaline phosphatase. Surveillance imaging was completed and CT abdomen demonstrated acute complete thrombosis of the transverse/horizontal division of left portal vein; retracted tip of the catheter; and a low attenuation surrounding the catheter tip. CT angiography (cta) abdomen noted a likely pseudoaneurysm secondary to the retracted catheter tip. Patient was hemodynamically stable and asymptomatic. According to the physician, no intervention was needed and consulted with another physician from memorial sloan kettering cancer center (msk), who thought there was more likely a hematoma around the artery rather than a pseudoaneurysm. The clinic planned a short interval imaging follow up. On april 1, 2026, intera oncology was informed that the recent findings on CT are more postop changes and related to hematoma not pseudoaneurysm, this was confirmed by 2 surgeons from msk. The physicians will continue to monitor the patient and will repeat imaging in 4 to 6 weeks.